Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent vibration output on (B)(6) 2015. Patient was not feeling well and performed a calibration. Patient does not know what the cgm was reading and may not have been past the threshold. Patient tested the alert functionality and reported the alerts were functional. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).